Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). Na.

Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to a negative result with the covid-19 at-home test. On (B)(6) 2023, at 10:00 a.m., the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2023, at 10:00 a.m., the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2023, at 11:30 a.m., the consumer performed a covid-19 at-home test and the result was negative. The consumer's symptoms of fatigue and tiredness began on (B)(6) 2023.